Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that blood was observed on an infant¿s blanket during care, and inspection identified leakage from the umbilical venous catheter (uvc) stopcock. The uvc dressing remained intact and the line position was unchanged. The provider ordered discontinuation of the uvc and placement of a peripheral IV line. Leakage from the stopcock clave was confirmed during flushing. There was patient involvement with no reported patient harm.